Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube's vacuum failed which resulted in an underfill during use. The following information was provided by the initial reporter, translated from portuguese to english: "and this same batch had vacuum failures causing tube loss."

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube's vacuum failed which resulted in an underfill during use. The following information was provided by the initial reporter, translated from portuguese to english: "and this same batch had vacuum failures causing tube loss."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10